Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The broken screw fragment was discarded by the hospital and is not available for investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2017 to treat a fracture of the left humerus, the 2.7mm cortical lag screw head broke off during implantation. The surgeon noted that the screw had good fixation and opted to not remove the screw shaft from the patient¿s bone. The sheared screw head was easily removed without any additional medical intervention and without any additional, unplanned x-rays. The broken screw fragment was discarded, as such, is not available for investigation. There was no surgical delay or additional harm to the patient. The surgery was successfully completed and the patient's status at the end of surgery was reported to be fine. Concomitant device reported: 2.5mm hexagonal screwdriver (part # unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).